Event description:
It was reported that patient presented after receiving inappropriate therapy from the implantable cardiodefibrillator device. Upon interrogation, there was also intermittent noise exhibited on the device. Programming changes were suggested. No further information is available.